Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding ( menorrhagia)") and pelvic inflammatory disease ("pelvic inflammation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, body mass index normal, conjunctivitis and bleed in luteal cyst. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression"), fatigue ("exhaustion/ fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2015, the patient experienced ovarian cyst ("ovarian cyst/ reoccurring ovarian cysts"). On an unknown date, the patient experienced anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (unilateral salpingo-oophorectomy, total hysterectomy (uterus and cervix removed)), surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, pelvic inflammatory disease, abdominal pain, depression, anxiety, ovarian cyst, fatigue, vaginal haemorrhage, urinary tract infection, migraine, headache and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Reporter's information was updated. Plaintiff demography added. Product indication updated. Events added: abnormal bleeding (vaginal, menorrhagia), uti, pelvic inflammation, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, weight gain. Outcome of events updated to recovered/ resolved: concomitant conditions and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("anxiety"), ovarian cyst ("ovarian cyst") and fatigue ("exhaustion"). The patient was treated with surgery (surgery to remove the left essure on (B)(6) 2015, and right essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, depression, anxiety, ovarian cyst and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, ovarian cyst and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.